Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: the serial number for the product is unknown, therefore a device history review could not be completed. Additional information has been requested. If additional information is received a follow-up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Investigation review: a device history record review was unable to be completed as no serial number was provided. The valve was not returned for analysis, however, images of the valve were provided. The pre-explant images provided appeared to show a cuspal tear and the images of the excised leaflets showed possible pannus on a piece of unknown tissue. Reduced performance of the valve could possibly be attributed to host tissue overgrowth. This finding is generally considered a patient related condition. However, without the return of the valve, no definite conclusion can be made regarding the clinical observation. Additional information was requested, but not provided. It is reported that the valve is currently at the hospital and has not been returned to medtronic for analysis. If additional information is received or the valve is returned at a later date, the product event will be re-opened and a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Updated the event description to state the length of implant duration was 11 years and the patient's age at the time of event was (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve, implanted and unknown duration, was explanted due to aortic regurgitation. It was reported that cusps had tears and appeared thinner. There was no damage observed on the valve wall. The valve was replaced with another valve of a competitive product. The explanted valve was being held at the hospital for analysis. The valve may be returned after hospital analysis. Photos were provided. It was reported that the patient was doing well.

Manufacturer narrative:
Supplemental filed to capture receipt of patient's initials and implant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.